Event description:
It was reported that the prograsp forceps instrument has a frayed cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one pitch cable frayed at the distal clevis. The fraying may be due to repeatedly grabbing and lifting large objects. Engineering also found the distal end of the main tube has a couple of deep scratches with material removed. The scratches are not aligned with the tube axis. Based on the location and appearance, the scratches are most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damge to the instruments or other unintended consequences, such as disconnection of the instrument tip.